Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the issue with circuits is they got oor and some circuits don't work. The cause was determined, a manufacturer representative (rep) went to their house and the issue was resolved.

Manufacturer narrative:
B1. Correction made from product problem to adverse event (&) product problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the left implanted neurostimulator was checked with the programmer to make an adjustment, the caller saw 'call your doctor- oor.' They wondered if it was related to "having some issues with circuits" the last few times they have been to see the doctor. It was confirmed that they were only seeing 'oor' when they checked the ins on the left side of patient's body. Caller reported that "over the last week the patient hasn't been moving so well and last night when I tried to check his implant and make an adjustment is when we saw the 'oor' code." Pt rep did not provide further information on the "issues with circuits" comment. Caller and patient were redirected to provider to have some programming adjustments and to have the code cleared. Additional information was reported: the patient (pt) has a new managing doctor, who changed the pt's settings where before the pt was exclusively in voltage mode but now group a is voltage and group b and c are current mode. Group a is using contacts 3/1/0. Group b 3/0. Group c 2/0. Electrode impedance shows 0/3 'low', 1/3 649 ohms, 2/0 2565 ohms, c2 'investigate' at 2354 ohms. The oor is related to group a and the pt reports thinking that after a programming adjust in (B)(6) 2020 the device is discharging quickly on that group (these issues seem to be related due to the following info and thus will be documented together in this follow up). The rep was notified of this discharging issue that started in (B)(6) 2020 today, (B)(6) 2020. On group a they can go to bed with ins at '100%' and when they wake up they are down to %25 or lower. Group a is voltage mode and showing settings of 4.9v 90usec 170hz 77ohms 43.6ma. Tech services (tss) ran a recharge interval for this and could not go lower than 100ohms but that estimate showed an interval of 100%-25% in aprox 3.1 days. Tss advised the caller that she can corroborate some of this info in the pt's recharge diary but ultimately those settings are a bit higher and the therapy impedance is quite low which would result in not only oor complications but also potentially a change in the pt's recharge expectations. The caller notes that the pt does get the best therapy for their condition on group a. Tss reiterated with caller the difference impedances will have on a group that is using current vs voltage mode. The doctor is advising the pt utilize group c w/ medication. Tss ran recharge interval estimate on group c 6ma 90usec 180hz 2+0- 2565 ohms (electrode impedance value was used for this as when the caller attempted to try to run therapy impedance for this group today, (B)(6) 2020, she was getting for therapy impedance) and the interval was approximately 100%-25% in 6 da ys. During call, rep noted switching from group a to group b and seeing oor message. Tss reviewed to summarize that the issues presented (oor, discharging quickly) seem to make sense based on the settings, impedances, and voltage vs current mode. Tss advised that 3/0 is a short circuit and that needs to be accounted for. Caller will work with doctor and at end of call it sounded as though they will continue to work with group c with medication. Additional information was received regarding the report about low impedances. Manufacturer representative was first notified (B)(6) 2020. The rep switched the patient's groups to avoid oor settings and redirected to the physician for additional programming and follow up.